Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Caller advised no significant errors in the logs. Advised caller to perform test 5, 6, 7 in the pvt. The rse provided part ID for flow sensor assembly to resolve reported issue. It is unknown if the customer replaced the flow sensor assembly. Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. However, there's no patient or user harm reported.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting that the device's monitor is giving out/ volume good/, but it's struggling like whizzing. The customer reported there was no patient involvement at the time the issue was discovered.